Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional observation not related to the reported event, likely due to an estimation error. The battery was able to adequately charge and provide power to a test controller. As a result, the reported event was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.